Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history were not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. It is most likely that the reported difficultly to remove the device was related to use error due to the use of the device in the bifurcation of the femoral artery. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu) as possible adverse event of use of the device. It should be noted that the perclose proglide eifu states: "do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair." In this case the device withdrawal with some force was determined to be due to operational circumstance. It was reported that this was an arteriotomy closure of the left femoral artery (very high bifurcation) using a prostyle device after an interventional transcatheter aortic valve implantation procedure with a 7f sheath. Reportedly, the device got stuck at the bifurcation. It should be noted that the perclose proglide eifu states: "do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen)". It is most likely that the reported difficultly to remove the device and associated tissue injury was related to use error due to the use of the device in the bifurcation of the femoral artery. The patient effect of vascular injury (tissue damage) is a known risk of the procedure. The subsequent treatments are related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 clarifier- excessive force. H6: medical device problem code 2017 clarifier- failure to follow steps/instructions.

Event description:
It was reported that this was an arteriotomy closure of the left femoral artery (very high bifurcation) using a prostyle device after an interventional transcatheter aortic valve implantation procedure with a 7f sheath. Reportedly, the device got stuck at the bifurcaion. Force was applied to remove the device causing a tear at the access site. The patient was taken to the operating room. A patch was used to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. Hospitalization was prolonged for a week. No additional information was provided.